Event description:
The customer reported via phone call that they had high blood glucose. Customer's blood glucose was 425 mg/dl. Customer stated that the current blood glucose was 252 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Was unknown if the customer was using auto mode or not at the time of incident. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.